Event description:
The customer reported a failure to discharge during a patient event. The involved patient died, but the customer reported the device did not play a role in the patient's outcome.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge a patient event. The involved patient died, but the customer reported the device did not play a role in the patient's outcome. The external paddles were used during an open heart procedure. Due to the procedure, it was reported that the paddles were not placed on the torso as recommended in the device labeling. The patient's skin condition and surface of the external paddle set was reported to be covered in moisture. The device and paddle set were evaluated by a philips field service engineer. The symptom was not duplicated. The device and paddle set passed all testing and were returned to service. We are considering the reported symptom to have been the result of high impedance due to the moist environment and the less than optimal placement of the external paddle set due to the surgical procedure. This was not a malfunction of the device.